Event description:
During follow-up, loss of capture and episodes of inappropriate automatic mode switch were observed on the right atrial (ra) lead. Diagnostic imaging was performed and lead dislodgement was confirmed. During revision, the helix could not extend. The ra lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and helix mechanism issue. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood and tissue. The reported event of helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil to be overtorqued inside the connector region consistent with procedural damage. After cleaning and cutting the lead, the helix could be extended and retracted by applying torqued directly to the inner coil. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to the overtorqued inner coil and helix being clogged with blood. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal short.